Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and failed due to cracked/damaged lcd. Pictures were taken. A receiver charge test was performed and failed as the battery charged to 12% only after 3 hour of charging. A receiver boot test was performed and passed. Functional tests were performed and failed the buttons test. A receiver touch screen manual test was performed and failed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged lcd screen. No injury or medical intervention was reported.